Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: 1.ep shuttle generator, us catalog #: unknown, serial #: unknown; 2.smart touch termocool, us catalog #: unknown, lot #: unknown. This coolflow® irrigation pump was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a coolflow® irrigation pump and it was discovered that there was a flow issue. There was no patient consequence. Clarification was requested to this complaint. However, since there was no indication that this issue occurred during ablation and that the error message did not populate, this event was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. A response was received on (B)(6) 2018 which indicated that post-procedure, it was discovered that there was a low flow issue that allowed for ablation. No errors or warnings displayed. Coolflow pump was on automatic mode at 30 ml. Ep shuttle generator temperature cut-off was 43 degrees celsius. Per the additional information received stating that there was no error message when the coolflow® irrigation pump was delivering low flow during ablation, this event has now been assessed as a reportable malfunction. The awareness date was reset to (B)(6) 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a coolflow® irrigation pump and it was discovered that there was a flow issue. There was no patient consequence. Clarification was requested to this complaint. A response was received on july 23, 2018 which indicated that post-procedure, it was discovered that there was a low flow issue that allowed for ablation. No errors or warnings displayed. Coolflow pump was on automatic mode at 30 ml. Ep shuttle generator temperature cut-off was 43 degrees celsius. The device was evaluated and the pump mechanical was defective. The defective part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).